Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2006. It was reported that the pt has not used stimulation in over a year. The programmer showed low battery warning. The pt was instructed to charge her ipg. No further info is available at this time.